Event description:
On (B)(6) 2012, pt reported experiencing elevated blood glucose readings for the past 2 days. Pt state she does not know what is causing her elevated readings. Pt reported her blood glucose reading was 568 mg/dl yesterday, so she went to the ER. Pt stated her blood glucose reading at the ER was 540 mg/dl and was treated with an insulin injection. Pt's target blood glucose range is in the 100's mg/dl. Pt reported she would not have been able to treat herself and required outside assistance' was not admitted. Pt stated her blood glucose level was still elevated this morning. Pt reported she went to the doctor's office for follow-up concerning the ER visit. Pt stated her blood glucose level at the doctor's office was 357 mg/dl. Pt reported the doctor felt the infusion device was the cause for the elevated blood glucose readings. Pt stated the infusion device did not display an error or alert message .pt reported she has never changed the infusion adapter. Advised on changing the adapter. Assisted pt with setting time correctly. Advised pt to switch to backup infusion device. Assisted with setting up backup infusion device. On follow up call on (B)(4) 2012, pt reported her blood glucose level has remained elevated. Pt stated her blood glucose level was 294 mg/dl at 1:30 am, 343 mg/dl at 9:15 am. And 257 mg/dl at the time of the call. Assisted with switching back to primary infusion device. Pt reported she believes her basal rates may be set too low, but is unsure of what her rates should be changed to. Advised to contact her healthcare provider to find out what her basal rates should be. Sending infusion adapter and battery cover; no product return was requested.